Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved and the patient presented bone type ii.